Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-18642. It was reported that the patient was experiencing ipg pocket site pain. A pocket revision was performed on (B)(6) 2022 to rectify the patient issue. A damage/unused lead was also removed during surgery. Therapy was restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.